Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the ramus artery with mild calcification and moderate tortuosity. On 09/12/2022, the 3.00x18mm xience prime stent was implanted. On (B)(6) 2023, during post procedure follow-up an aneurysm was noted at the stent implant. Therefore, coronary artery bypass graft (CABG) surgery was performed to treat the aneurysm. In the physician's opinion the xience prime stent was the cause of the aneurysm. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of aneurysm is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.